Manufacturer narrative:
Device was received 8/29/23. The complaint of air in line can be confirmed on the returned used. List #d1000, tego¿ connector, appx 0.05 ml; lot #unknown. As received there was a hole/tear observed near the slit on the top of the seal. The set was leak tested per product specification. There was a leak observed in the inactivated state from the hole observed in the top of the seal. This type of damage can lead to air in line or a leak. The probable cause of the hole in the seal and subsequent leakage/air-in-line is unknown. Lot history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Event description:
The event involved a tego¿ connector which was reported to have a dysfunctional bi-directional valve: obturator cap dialysis catheter lets air enter on tunneled catheter. Actions taken: air suctioning with a syringe, valve change and valve verification. The incident occurred at the end of hemodialysis during use on a patient. There was no blood loss and there was no harm reported as a consequence of the event. No other information is available.